Manufacturer narrative:
The investigation into the delivery issues (failed delivery) has been completed. No product was returned for evaluation. The clinical review determined the root cause of the delivery issue - anatomy was most likely due to patient condition. The patient just had an aneurysm repair and his aortic root and valve were just replaced.

Event description:
The user facility reported an 73-year-old male implanted with an impella 5.5 device for mechanical circulatory support. The patient had just undergone an aortic root replacement along with a valve replacement. Due to this reason the impella 5.5 would not advance through the innominate. The case was aborted.